Event description:
The customer reported that the sys needs to be checked out due to pt infections. Subsequently, the customer stated that she wasn't sure if there were any infections. The customer has been contacted numerous times for more info on the event. The customer did not return the questionaire containing pertinent info which may aid in the investigation.

Manufacturer narrative:
The service rep examined the sy and found the unit met specifications. Investigation, including root cause analysis is in progress.